Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged that after the patient went swimming with pump, pump started vibrating, screen went blank, and cannot get pump to stop vibrating. Mom can see moisture behind display. She has discontinued use of the pump. Cannot locate any visible damage to pump. All caps were secured and battery cap was replaced in january. Advised of protocol to inspect pump before exposure to moisture. There is no adverse event reported. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: evaluation revealed that the pump powers on normally. Vibration functions properly. Unable to verify or duplicate reported vibration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.